Event description:
Patient was revised because talar component shifted forward and rotated 55 degrees, leaving her with no movement in the joint.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the component shifted forward and rotated 55 degrees, leaving her with no movement in the joint. The implant was put in 12 years ago. Review of the as400 system show that 12 other devices from lot s3hjp1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.